Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time at the user facility, the device was programmed to deliver an unspecified chemotherapeutic medication and was then sent to the patient's home where the delivery was started. No specific programmed parameters were provided. At an unspecified time, reported by the nurse to be 18 minutes sooner than expected, the device display indicated the programmed volume had been delivered. It was reported that the delivery stopped; however, a volume of 180ml remained in the container. It was unspecified the volume that was expected to be remaining in the container. At that time, the nurse indicated the device was programmed for a reported new cassette and the delivery was continued. No specific programming parameters were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.